Manufacturer narrative:
(B) (4) - the customer declined service on the equipment. An amo representative visited the clinic and noticed that the infusion sleeve was not properly installed on the tip which could allow it to become pinched and occluded. Instructions were provided to the or staff on correct set up and operational techniques. The system is continuing to be used without further reported incidents.

Event description:
During a cataract extraction procedure the surgeon reportedly experienced a corneal burn in the patient's operative eye due to restrictive irrigation flow. The patient required five unanticipated sutures to close the wound. The clinic reported that the patient is expected to have a good outcome.